Event description:
The lead was returned to the manufacturer after being explanted with no reason for replacement. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the outer insulation of the lead developed a breach and a cosmetic depression while in vivo, and was observed to have blood ingression. (B)(4).